Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report

Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, the exact model of the device is unknown and no lot number could be supplied, which precludes conducting a batch history review or a lot specific search in the complaints handling system. Our rep reports to us that the surgeon stated that he was passing the needle through the soft tissue and ran into some calcification, which he attributes to the needle breakage. Outside of that 1st person witness account, we cannot discern any other root cause for the reported failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Mitek received a 3500 from the FDA which was authored by the user facility. In their report, the facility¿s risk manager states that during a shoulder procedure on a (B)(6) male patient, a portion of the distal tip of an undefined expressew needle broke off in the body. The surgeon was able to locate and remove the fragment. The procedure was concluded successfully without further issue or harm to the patient. The staff discarded the complaint device¿s packaging and idd numbers. Follow-up to the facility¿s risk manager for further detail.